Event description:
It was reported that a physician trained in the use of the starclose se device, attempted arteriotomy closure of a moderately calcified common femoral artery after a diagnostic procedure. Reportedly, after deploying the clip, the device was difficult to remove. In accordance with the instructions for use a dilator was inserted into the access ports and the thumb advancer was proximally retracted, which released the device from the tissue tract. Hemostasis was achieved with the starclose se clip. There were no reported adverse patient effects. Though requested, no additional information was available.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The lot number was provided. Review of the device history record for this lot did not produce any findings relevant to this report.